Event description:
It was reported that during a da vinci colectomy procedure, there were nicks on the sheath of the bowel grasper instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury or adverse outcome to patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint of nicks on the instrument. The instrument main tube had scratch marks/ abrasions. There was no material removed. No other damages were to be found on the instrument. This complaint is being reported due to the scratches on the main tube of the bowel grasper instrument. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.